Manufacturer narrative:
Stryker found the issue during evaluation. It was determined that the root cause of the issue was traced to the sw5 reed switch. The device was archived by stryker and the customer was sent a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation it was discovered that the device does not turn on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.